Event description:
It was reported that when attempting to deploy a dynalink stent in a 90 degree bend in the renal artery, difficulty was encoountered and the outer shealth was damaged. The stent was fully deployed and the device removed. Another dynalink was deployed. No patient injury occurred. The device is being reported based on the product analysis finding a complete separation of the outer sheath.